Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced hydrothorax coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. The cause of the hydrothorax was not reported. Treatment for the hydrothorax was not reported. After three days of hospitalization, the patient was discharged. One day prior to the receipt of this report, dianeal therapy was stopped. On an unknown date; the patient was placed on hemodialysis therapy and would not be returning to peritoneal dialysis therapy. The patient was recovering from the hydrothorax. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.